Event description:
Patient with nickel allergy had this custom-made porex-coated knee fusion construct implanted on (B)(6) 2022 to treat a complex periprosthetic ripping of the quadriceps mechanism and distal femoral replacement failure. The patient now presents with apparent femoral stem loosening and will undergo revision surgery to either replace the femoral side of the fusion or convert the fusion to a hinged knee replacement. [Customer]

Event description:
Patient with nickel allergy had this custom-made porex-coated knee fusion construct implanted on (B)(6) 2022 to treat a complex periprosthetic ripping of the quadriceps mechanism and distal femoral replacement failure. The patient now presents with apparent femoral stem loosening and will undergo revision surgery to either replace the femoral side of the fusion or convert the fusion to a hinged knee replacement. [Customer] updated 2024-09-04: revision surgery completed (B)(6) 2024. The hospital notes don't provide much additional information other than that the femoral stem of the 2022 arthrodesis was noted as loose. No explanted devices will be returned. Files attached. [Customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.